Event description:
It was reported that the wire coating peeled off. A 200cm x 10cm fathom-14 guidewire was selected for use in a procedure. While using the included insertion aid, the wire coating peeled off. The procedure was cancelled. No patient complications were reported. It was further reported that this was an embolization procedure. The fathom guidewire was not inside the patient when the coating peeled off. The device was exchanged for a different guidewire.

Manufacturer narrative:
Device eval by manufacturer: the fathom-14 guidewire was returned for analysis. Visual inspection revealed a bent distal tip. The coating of the guidewire surface was peeled. No other visual damages were found on the device. Microscopic inspection confirmed that the guidewire had peeled. Dimensional inspection was performed and the proximal, middle, and distal outer diameters were found to be within specifications.

Event description:
It was reported that the wire coating peeled off. A 200cm x 10cm fathom-14 guidewire was selected for use in a procedure. While using the included insertion aid, the wire coating peeled off. The procedure was cancelled. No patient complications were reported. It was further reported that this was an embolization procedure. The fathom guidewire was not inside the patient when the coating peeled off. The device was exchanged for a different guidewire.

Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the wire coating peeled off. A 200cm x 10cm fathom-14 guidewire was selected for use in a procedure. While using the included insertion aid, the wire coating peeled off. The procedure was cancelled. No patient complications were reported.